Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion code no longer applies to this event.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving compounded baclofen 250mcg/ml at 152/mcg/day via an implantable pump. The indication for use was intractable spasticity. The patient was not receiving was not receiving adequate therapy. It was thought to be a catheter issue but upon exploratory surgery the catheter was found fully functional and the surgeon opted to replace the pump. There were no environmental, external or patient factors that may have led or contributed to the event. It was unknown if any diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was exploratory surgery was performed to investigate the catheter but no issue was found so the surgeon decided it was best to implant a new pump. The issue was resolved at the time of the report and the patient status was noted as ¿alive, no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.